Event description:
The patient experienced discomfort/pain during an ultrasound treatment. The treatment was being applied to the patient's shoulder area. The initial output setting of the unit was 1 mhz with a continuous power level at 1.5 watts. The technician turned the unit down to 1.0 watt and resumed treatment, but the patient felt the same sensation. The clinician did use an ultrasound conductor gel and the applied motion of the applicator was circular. She reports the same applicator was used on all patients that reported discomfort. The clinician did apply a self treatment and did not experience any discomfort or problems. Patient one of three.

Event description:
The patient experienced discomfort/pain during an ultrasound treatment. The treatment was being applied to the patient's upper trap/neck area. The output setting of the unit was 1 mhz with a continuous power level at 1.5 watts. The patient described a 'quick' pain and then the pain was gone. The clinician did use an ultrasound conductor gel and the applied motion of the applicator was circular. She reports the same applicator was used on all patients that reported discomfort. The clinician did apply a self treatment and did not experience any discomfort or problems. Patient two of three.

Event description:
The patient developed a blister on the ankle after being treated with interferential electrotherapy. The therapist applied the treatment at an output setting of 50ma because the patient could not feel the treatment. The output was then turned down to the 20's (ma) range. The clinician could not recall the remaining treatment parameters. The patient was contacted later and reported that the blister was healing. The clinician did apply a self treatment and did not experience any discomfort or problems. Patient three of three.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown. The device performed to specification and to its intended use, except when set to 3mhz, 2 watt output for ultrasound. When set to the 3mhz, 2 watt output the device was out of calibration by less than 1/4 watt. The calibration difference with respect to the reported complaint is unknown since the treatment settings were 1mhz at 1 watt. The device did perform to specification and intended use at the reported treatment setting. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown. The device performed to specification and to its intended use, except when set to 3mhz, 2 watt output for ultrasound. When set to the 3mhz, 2 watt output the device was out of calibration by less than 1/4 watt. The calibration difference with respect to the reported complaint is unknown since the treatment settings were 1mhz at 1 watt. The device did perform to specification and intended use at the reported treatment setting. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown. The device performed to specification and to its intended use, except when set to 3mhz, 2 watt output for ultrasound. When set to the 3mhz, 2 watt output the device was out of calibration by less than 1/4 watt. The calibration difference with respect to the reported complaint is unknown since the treatment settings were 1mhz at 1 watt. The device did perform to specification and intended use at the reported treatment setting. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.